Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the ER with a chest pain unrelated to the device function. Upon interrogation of the device, the patient had received inappropriate shock due to lead noise. The lead was explanted and replaced. The patient was stable post procedure.